Event description:
It was reported that during ablation with the smarttouch catheter (in temp control mode), all ECG signals disappear during ablation. After follow up with the customer, it was confirmed that the signals disappeared on all channels (ic and bs ecgs recordings) and on both systems (carto 3 and biotronik prucka system). The signals disappeared after a few seconds at approximately 10 w. By using a navistar sf catheter in power control mode the signals disappeared instantly. The case was completed without carto3. The physician used biotronik system and biotronik alcath gold.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental report will be submitted to the FDA once that the analysis repair record is completed. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that during ablation with the smarttouch catheter, the signals disappeared on all channels (ic and bs ecgs recordings) and on both systems (carto 3 and biotronik prucka system). The case was completed without carto3. The physician used biotronik system and biotronik alcath gold. The carto 3 system associated with the reported incident was uninstalled and sent to manufacturing site. The manufacturer investigated the system and it was found that the defective back-plane caused the issue. The system was sent to subcontractor for the back-plane replacement. Corrective action was opened to address this issue. The DHR associated with carto 3 # (B)(4) was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.